Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose nd diabetic ketoacidosis on (B)(6) 2022. The customer's current blood glucose is 380 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. The customer was in the emergency room with diabetic ketoacidosis/high blood glucose on (B)(6) 2022. Customer alleged reservoir anomaly not allowing insulin pump to rewind. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin pump was received without the original reservoir and infusion set. There was no anomaly noted when installing a test reservoir and p-cap. The insulin pump was able to complete the rewind test and seat while the test reservoir and p-cap remained installed in the insulin pump. No insulin pump/reservoir anomaly noted. No rewind anomaly noted. The following were noted during visual inspection: scratched case, and pillowing keypad overlay,. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis/high blood glucose . Customer alleged reservoir anomaly was not confirmed. Rewind anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose nd diabetic ketoacidosis on (B)(6) 2022. The customer's current blood glucose is 380 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, g2 & h6 with this report.